Event description:
In 2009, the patient reported he has had elevated blood glucose reading since yesterday and this morning his blood glucose was 210 mg/dl before breakfast. He said he felt tired and delivered a 25 unit bolus of insulin via his infusion device as a correction and meal bolus. He stated he needed 28 units but his device would only allow 25 units. He was advised, he can program a 25 unit bolus and then a 3 unit bolus. The patient's reading at the time of the report was 246 mg/dl and he thinks it should be lower if his device was properly delivering insulin. He stated he sees insulin emerges from the tubing when he primes, but does not see insulin when he boluses while disconnected from his device. During troubleshooting, the patient stated he does not adjust the piston rod prior to inserting the insulin cartridge. The pt was educated on the proper procedure to change the cartridge. The patient refused troubleshooting for the infusion set. Troubleshooting did not find any product issues. On follow up with the patient two days later, he stated his blood glucose has not been elevated since he began following the proper procedure for changing the cartridge. He said his blood glucose was low earlier today due to him not properly counting his carbohydrates. He stated his blood glucose has returned to his normal range. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.